Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The aortic neck length was 15 mm and the diameter ranged from 26-30 mm. Mild proximal neck calcification was present. There was a highly angulated aortic neck. It was reported that during the index procedure, a type ia endoleak was noted on the completion angiogram. It was reported that the stent graft was in a good proximal position, so the physician decided to implant endoanchors. During the first attempt to deflect and orient the heli-fx guide, the device lost its ability to deflect. The physician then removed the guide and replaced it with another heli-fx device of same size. The physician was then able to place 6 endoanchors. Another angiogram demonstrated a reduced type ia endoleak. The physician then decided to end the procedure. As per the physician, the cause of the type ia endoleak could not be determined. The cause of the heli-fx guide issue was stated to be related to the patient's anatomy. It was noted that there was a highly angulated aortic neck created significant torque, causing the failure of the heli-fx guide. No additional clinical sequelae were reported and the patient is fine.